Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of driveline communication fault alarms was confirmed via log file analysis and product testing. The heartmate iii modular cable (lot #: 190295) was returned for analysis, a log file was submitted for review, and a log file was downloaded from the returned system controller. The downloaded log file and submitted log files spanned approximately 2 days ((B)(6)2020, (B)(6)2020 per timestamp). Events occurring on (B)(6) 2020 are from product testing at abbott. Throughout the log files are driveline communication fault alarms coincident with com_a_fault error codes. These alarms continued until the driveline was disconnected on (B)(6)2020 at 15:13:04 for a system controller exchange. There were no other notable alarms in the log file. Pump operation was not affected. The returned modular cable failed continuity testing and alarmed for driveline fault alarms when used in a mock loop with a test controller confirming the reported event. The modular cable had higher than expected resistances for the internal wires. When the modular cable was stripped, slight fluid ingress was found inside the cable and a kink in the wires was also observed. Although not confirmed, the observed fluid ingress and kink in the modular cable wires may have contributed to the reported driveline communication fault alarms. Heartmate iii instructions for use (rev. C) section 8 entitled equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 ¿ "caring for the equipment" describe how to care for and clean all equipment. This section also explains the importance of protecting the system controller cables from kinks, sharp bends, and repeated bending. Heartmate iii patient handbook (rev. C) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline fault alarms. The patient handbook and the instructions for use caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate iii modular cable (lot #: 190295) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR number: 2916596-2020-05699. It was reported that the patient's device recorded driveline faults on (B)(6) 2020. The alarm cleared initially but kept returning. The controller and modular cable were replaced and the alarm resolved.